Event description:
It was reported that the patient experienced a reaction at the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
A device history record (DHR) review was performed. No problems or issues were identified during the DHR review. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Catalog number is unknown. No product information has been provided to date. Operator of device: patient/consumer this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).